Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while in the sauna. It was reported that when the shock was delivered, the patient slipped and fell in the sauna, cracking some ribs. A review of the episode showed t-wave oversensing. Troubleshooting was performed, and it was observed that the patient failed the screening at the secondary sensing vector while at high temperatures. Therefore, the sense vector was reprogrammed to alternate. No additional adverse patient effects were reported.